Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for two unknown screws. Implant date approximately five years ago. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported that a patient with a history of complete paraplegia at t4-t5 since 1979, status post right intramedullary nail five years ago, was recently admitted for surgery. The patient had an exposed im nail under the right trochanteric pressure ulcer for three months. He also had associative unstageable ulcers over the sacrum and left ischium. On (B)(6) 2013, the patient was returned to the or for removal of the im nail. This report is for an unknown screw. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: additional product code - hsb. The screws show signs of heavy use with the treads being mashed, overall discoloration, and worn hex heads. One screw is broken and the tip is missing. The screws are from an unknown lot and unknown part number. The material of the screws was determined to be titanium-aluminum-niobium alloy. Based on the lack of information, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed indeterminate from a manufacturing position. Corrected spelling for one of the conditions reported on initial report. This report is for four unknown screws. Initial report stated two unknown screws.